Manufacturer narrative:
The following information was not included in the initial MDR report and is captured in this report: the affected eye is the right eye (od). There was no lens rotation noted prior to explant, the lens was centered. Device evaluation: visual inspection/product testing could not be performed as the product was not returned for evaluation. The reported complaint could not be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 lens was implanted (B)(6) 2016, and the patient has been having difficulties with the lens. The patient reports ghost images and poor overall vision (near, intermediate and distance). Despite consistent follow-ups throughout the year, the issue has not improved. Through follow up it was learned the ghosting issue was noticed (B)(6) 2016, (1 week post-op). The symptoms significantly affects the patient's daily activities as he cannot see clearly at distance, intermediate or when reading. It was also learned that the lens was explanted on (B)(6) 2017. There was no vitrectomy reported. The lens was replaced with a monofocal, model zcb00 iol. The patient was given routine postop eye drops. Patient's visual acuity (va) after replacement was 20/50, refracted to 20/30-2. Patient visual acuity: visual acuity pre-op (pre-initial implant) 20/200. Visual acuity post-op (post-initial implant) 20/70. Visual acuity post-op (post-replacement) 20/50. No further information was provided.